Event description:
During surgery one of the 2 positioning pins broke during distraction. The broken pin was successfully removed from the surgical wound. A second instrument from the instrument set was used and the surgery was successfully completed and no patient injury. Rep reported that patient's bone was very hard and believes the surgeon used greater force than usual during distraction. The broken piece was not returned for analysis; disposed of at the hospital.

Manufacturer narrative:
Dimensional analysis and review of the batch records. Analysis revealed displaced material on the one remaining positioning pin; however, the one engagement pin did mate properly with the functional gage. Batch record review concluded that the device was manufactured to all applicable specifications.